Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. Complaint can be confirmed through the returned product analysis. Review found that the device would not power on. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as a manufacturing issue exacerbated by a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, this complaint product didn't work even the motor at all. The device was subsequently found to be nonfunctional, and evaluation identified electrolyte leakage from the batteries inside the pack. Due diligence is complete as no additional information is available.